Event description:
It was reported that while at work, the patient's employer called the ambulance to transport the patient to the hospital with hyperglycemia on (B)(6) 2026. The patient's blood glucose (bg) levels reached over 600 mg/dl while wearing the pod. The patient was having communication issues with their dexcom sensor for about a week. They had to use the pod on manual mode for the entirety of the time and were not able to know their bg readings as they were also experiencing issues with their sensor at the same time. Symptoms reported include hyperventilation, dizziness and nausea. The patient was treated with unspecified bags of fluids, 7 units of long acting insulin as a first dose and totaling around over 40 units of insulin. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.